Manufacturer narrative:
Pump received with cracked battery tubethreads, broken reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump reservoir compartment broke off at the o ring and is unable to use the pump. Customer's blood glucose was 150 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.